Event description:
The reporter stated that a 12.6mm vticm5_12.6 -14.00/3.5/092 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On 20-oct-2022 the lens was exchanged for a spherical lens and it was reported that lri was performed for astigmatism, problem resolved. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. Claim #: (B)(4).

Manufacturer narrative:
Corrected data: h6-1494: off-label: age<21 years old. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9:19-dec-2022. H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).